Event description:
End-user's sister alleged that a couple months ago the chair stopped then accelerated causing the end-user to run into the door basin and bruising her right foot. End-user's sister also alleged that another time the chair accelerated causing the end-users hand to be caught between the door and the joystick.